Manufacturer narrative:
The investigation determined that the customer obtained lower than expected tsh and tropi es results using two multiple levels of vitros quality control fluids or vitros recommended quality control fluids using a vitros eciq immunodiagnostic system. The investigation determined the most likely root cause was analyzer related. The condition of the instrument as identified by the ortho fe indicated that the instrument was likely not performing as intended at the time of the events due to signal reagent a vent hole being blocked and issues with the reagent metering arm. The ortho field engineer performed cleaning and maintenance actions to multiple analyzer areas and following cleaning and maintenance actions, acceptable qc fluid results were obtained on the instrument, indicating the vitros eciq immunodiagnostic system was now performing as expected.

Event description:
The investigation determined that lower than expected vitros tsh and vitros tropi es results were obtained from multiple qc fluid levels, when compared to respective laboratory and package insert means using vitros tsh lot 5470 and vitros tropi es lot 2630 reagents on a vitros eciq immunodiagnostic system. Tsh vitros tsh ftc l2 control results of 0.296, 0.961, 1.02, 0.856, 0.991, 1.04 and 1.00 miu/l vs. The expected result of 1.49 miu/l tropi es: vitros tropi es cliniqa l1 control lot 1607134 results of 0.028 and 0.024 ng/ml versus the expected result of 0.080 ng/ml vitros tropi es cliniqa l1 control lot 1705191 results of 0.019, 0.018 and 0.021 ng/ml versus the expected result of 0.080 ng/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. Ortho was not made aware of any allegation of patient harm as a result of this event. However the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event.